Event description:
It was reported that the lead had a decrease in impedance and was "seemingly mio" or had metal ion oxidate degradation in the inner insulation. The lead was capped and replaced. The replacement lead had dislodged and was undersensing immediately after implant. The pocket was reopened and the lead repositioned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.